Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator displayed unresolved "vent inop" alarm conditions. The customer performed transducer calibrations but the issue was not resolved and they determined that the most likely cause of the reported event was the main printed circuit board assembly. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was determined to be a failed transducer (pt800), which was unable to be calibrated.